Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 3-4 mill imeter (mm) depth and was stable. After the nose cone was pulled through the valve, the valve dislodged after deployment. It appeared to be 1-2 mm above the non-coronary cusp (ncc). The physician believes that is was due to a septal budge that pushed the valve upw ards. A non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.